Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged and loose, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.